Manufacturer narrative:
A review of the complaint history for sn(B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn(B)(6) was performed from the date of manufacture, 16-mar-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the malfunction to auxiliary door 1 was recovered, but a failure to drawers 2.1 and 2.2 of the main was present. A field service engineer (fse) performed latch oxidation removal and grease application service on door 1 of the auxiliary supply tower. They powered down, unseated all connections at the rear of the cabinet, then reseated and rebooted. The failure was gone upon reboot. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary tower had a tower door 1 had failed and did not open when selecting recover storage space. The customer stated that the malfunction occurred when user trying to issue medication to patient and user was able to retrieve medications from another station. There were no adverse events or injuries reported based on this event.